Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using separate finger sticks. The results were 147, 130 and 77 mg/dl. She did not have any symptoms. Two control solution tests were done, both results were 130 mg/dl, in range (103-154.) The reporter said that she had never cleaned her meter.